Event description:
It was reported in a service report that the stretcher would not raise at the head end with patient weight. No adverse consequences were alleged.

Manufacturer narrative:
Investigation concluded the roche installer added an extra space in a registry key which caused the upgrade (from version 8.01 to 8.08) not to complete successfully and the data innovations rules to not migrate. The roche installer did not verify the software upgrade according to procedures. Installation instructions for roche installers will be updated to contain appropriate verification steps. Patient results were released but then the laboratory determined samples should be rerun. No patient was treated with the original results.

Event description:
Following a software upgrade of the middleware by a field service representative, the rules, that control functions including sample handling, did not get updated. Samples did not get archived and the serum indices tests did not run because the rules no longer existed after the upgrade. Due to the lack of middleware rules, an incorrect sample type was used for testing one patient sample. The sample bypassed the centrifuge and was run as whole blood instead of serum. The whole blood sample gave a sodium result of 134 mmol/l and a potassium result of 5.8 mmol/l. The results were reported outside the laboratory. The user recognized the error and manually spun the tube and placed it back on the analyzer. The serum sodium result was 136 mmol/l and the potassium result was 5 mmol/l. The serum results were reported with a corrective action. No treatment was provided to the patient based on the incorrect results. The current condition of the patient is "fine". The field representative manually restored the middleware configuration to put the rules back in place and corrected the existing databases. She verified the user is running with all rules present.